Event description:
Analysis of the returned device found that the catheter's shaft was broken.

Manufacturer narrative:
Additional information: (B) (4). The device history record (DHR) has been reviewed and there were no issues or non-conformances found. The DHR confirms that the catheter met all specifications. Visual analysis of the returned device showed the catheter's shaft was broken 1.5cm from the proximal end of the catheter adjacent to the strain relief and kinked 81cm from the distal end of the catheter. From additional information received, no damage was noted to the packaging, the dispenser coil was flushed with saline solution prior to removal from the catheter from the hoop, no glues were injected into the catheter and continuous flush was maintained. The break noted adjacent to the strain relief is consistent with excessive force being applied to the catheter. Therefore, based on the information and analysis of the device, the cause of the event was determined to be related to operational context.